Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an patient with an implantable neurostimulator and two leads was hospitalized for new pain in the left lower extremity that was unrelated to baseline. The implanting physician was notified. No testing or imaging was reported. The individual was reported alive with no injury. It was unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information from the (rep) indicated that at the post-op appointment on (B)(6) 2026, connections were all green and impedances were within normal limits. All painful areas were covered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.